Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastric sleeve surgery, the device was being used to staple the stomach. The device made a strange noise while it was being fired and got stuck to the stomach. The surgeon was able to extract the device. Some of the staples did not deploy and the surgeon was unable to remove the reload from the handle. Another handle was used to complete the procedure. There was no patient injury.